Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
He customer reported via phone call that the insulin pump had alarmed a compromised force sensor system. The alarm occurred during the rewind and prime sequence. The customer¿s current blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device received with no button response due to unlocked j2/lcd keypad connector. Unable to verify compromised forced sensor system alarm and perform displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.